Event description:
It was reported that after changing the dexcom sensor and transmitter and entering the new transmitter serial and sensor code into the ilet pump, the pump displayed prompts to insert the sensor and attach the transmitter, followed by a transmitter not found message, and then a dosing stopped, connect cgm message after pairing was attempted and a new sensor was applied. Symptoms included no cgm data available to the pump. Outcomes included temporary interruption of automated dosing pending receipt of initial cgm readings. Investigation included guided troubleshooting and education on the pump¿s dexcom pairing workflow and confirmation of transmitter serial and sensor code entry, with advice on expected warmup time for initial readings and referral to dexcom for app support. Investigation of this case revealed that the system behavior was consistent with expected cgm pairing and warmup timing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors during cgm setup and the normal sensor warmup period.